Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information requested: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the first device the clips were launching out of the jaws of the applier. The clips were not forming and were shooting out of the jaws. The second device closed however was sticking and open extremely slow. The second device was used to complete the procedure. No adverse consequences reported. One device will be returned and one device was discarded. No other details are available.